Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the representative went to check on system after a previous complaint occurred. When he went to boot the system up he received a standalone mode error. He reseated the umbilical and the error went away. This issue occurred outside of procedure. There was no patient present when this issue was identified.